Manufacturer narrative:
The correction is as follows: date received by manufacturer: 2019-02-14.

Event description:
It was reported that a bd 1ml syringe luer-lok¿ tip had a black particle on the barrel of the syringe.

Event description:
It was reported that a bd 1ml syringe luer-lok¿ tip had a black particle on the barrel of the syringe.

Manufacturer narrative:
Investigation summary: five photos and one loose 1ml ll syringe with 0.1ml of clear fluid and wax paper wrapped around the top was received and evaluated. The physical sample was unable to be visually inspected because removing the wax paper to examine the defect would cause the fluid to leak out. Three photos displayed a small black smudge on the outside of the barrel near the zero-grad line that was wiped away. Two photos show a small black line extending from the 1 of the 0.1ml marking to the 0.03ml grad line. In all the photos it appears to be ink and is considered to be a cosmetic defect, which is acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the ink foreign matter is associated with the printing process. No corrective actions are recommended since product defect is considered to be cosmetic and acceptable per specification.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 1ml syringe luer-lok¿ tip had a black particle on the barrel of the syringe.